Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior the implant of this 23-millimeter (mm) transcatheter bioprosthetic valve, the patient had almost no calcification of the leaflets. The sizing for the valve was a borderline case and the smaller valve size was selected. During the implant procedure, the valve was deployed and recaptured multiple times. When the valve was fully deployed temporary aortic stenosis (as) occurred and the valve dislodged. It was reported that the valve dislodged due to the under-sizing of the valve. Following the dislodgement, the valve moved easily. The valve was snared and pulled up into the ascending aorta. A second 23mm transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported. .

Manufacturer narrative:
Corrected data: e. Initial reporter information was inadvertently misidentified in the first supplemental report. The initial reporter's name is unavailable. The facility name was provided in english. E2 and e3. Occupation was accurately reported initially as hcp? Yes; other healthcare professional medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the first valve was recaptured multiple times because the valve moved deeper causing complete heart block (chb). The physician wanted to recapture the valve to attempt a shallower depth so the chb would not occur. No additional adverse patient effects were reported. Section d information references the main component of the system. Other relevant device(s) are: product ID enveor-n serial/lot (B)(6) use by date 2021.05.27 UDI (B)(4). Updated h.6 - patient code, device code, eval method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.